Event description:
A ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. During the evaluation of the device, the ventilator's display was unable to be read, and information was unable to be obtained. There was no documentation of what component is needed to address the issue. There were no actionable errors noted. A final report is being filed. If additional information becomes available a follow up report will be sent.